Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out. Customer stated that the insulin pump continuously rewinds and does not allow to get into the main menu without receiving an alarm. It was also noted that the bolus amount was not recording in the bolus history. Customer's blood glucose reading at the time of the call was 169 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.